Event description:
It was reported to philips that the images disk low. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned neurovascular procedure was continued as planned after restarting the system. Analysis of the log file confirmed the malfunction indicating that the most likely cause of the event was disk bay of frontal image processing pc(ippc). A philips field service engineer (fse) inspected the system onsite and recreated the images on the frontal and lateral ippc and restarted the system resolving the issue temporarily. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after recreating the images on the frontal and lateral ippc. The codes were updated based on the investigation outcome.